Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the dirt on the objective lens led to the malfunction of lack of image on the monitor. Based on the results of the investigation, it is likely the following led to the malfunction of dirt on the objective lens: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented dirt on the objective lens and lack of image on the monitor. There was no patient involvement.